Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired. This is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.